Manufacturer narrative:
Corrected information has been provided in d1. Minor bleed/asae: the proximal cause, per clinical report of the patient having severe coagulopathy, was most likely patient condition related.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old female patient with a past medical history of diabetes and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure, access site bleeding was noted. The physician attributed the bleeding to the patient's severe coagulopathy. The international normalized ratio (inr) was over 8 and undetectably high. The activated clotting time (act) was 405. The impella functioned at p-9 at 3.5l/min. A day later, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Per the investigation team the impacted product was updated to impella cp pump the following fields were updated: d1, d2, d4, g1 manufacturing site name, g4 PMA/ 510(k), h4.